Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by the patients¿ stomach acting up, pain, and abdominal pain. On the day of onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient also received unspecified intravenous antibiotics (medication, dosage, frequency, and duration not reported) for an unrelated event. Beginning the day after hospital discharge, the patient was treated with unspecified intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date in the same month as the onset of the peritonitis, antibiotic treatment was discontinued. Dianeal therapies were ongoing. After thirteen days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.